Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number(B)(4). Event occurred in united states it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The event occurred after 3 hours of insertion. The infusion set was in use for less than 72 hours respectively. The blood glucose level at the time of event was 322 mg/dl and patient treated it with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.